Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump alarmed no delivery and motor error. The customer stated she received a no delivery alarm, due to high blood glucose and during prime the insulin pump alarmed motor error. The customer's blood glucose was over 400mg/dl. Assisted with performing the high pressure test and passed. Assisted customer in performing manual/fill tubing and motor error did not re-occur. Advised customer to monitor the insulin pump and call back if alarms occurred again.